Event description:
An electronic report was received from a canadian hemodialysis unit who has reported an incident that occurred at the end of a patient dialysis treatment. Clamps were placed on bloodline and the initial reporter feels a higher pressure may have been placed of this dialyzer. The pt had an mi and st elevation, positive troponin, EKG disturbances and severe chest pain. Pt was administered anticoagulants and transported to ER. Pt is currently is stable condition. Upon inspection of the system k2 dialysate was found in the bloodline going to the patient's blood stream and is suspected for the mi. It is not clear how the bath passed from the dialysate side of the dialyzer to the patent's bloodside. This rn was contacted for further details of this event. The pt was at the end of therapy, when an option was made by rn to empty dialyzer. The pt complained of chest pain, hot flashes when the rn used this option. The rn clamped the bloodline and tried to infuse saline, but the pt never received saline. The rn had noted the saline bag remained full. The pt was able to have blood returned. Also, it was also learned that acid bath was returned to this patient. A sample is available for evaluation. The initial reporter has stated that he doesn't feel this is a dialyzer issue, but wants this dialyzer evaluated. The patient did have a mi, but has fully recovered. This patient has been discharged to home and continues dialysis as prescribed.